Manufacturer narrative:
Implant date: (B)(6) 2009. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient was undergoing a revision spinal fusion surgery to correct a non-union at l5-s1. When the surgeon attempted to remove the setscrew in the iliac bone screw, the screwdriver could not be fully inserted into the setscrew, causing the setscrew threads to become damaged. The surgeon had to remove the setscrew, the bone screw, and the lateral connector all in one piece as the setscrew could not be removed. No patient complications were reported.